Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging due to the position of the ipg in the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and was not returned.